Manufacturer narrative:
The reported field event of a ventricle pacing lead impedance (vpli) measurement anomaly was confirmed in the lab. The cause of the anomaly was found to be due to a transistor component failure. This component failure caused an increase in resistance from source to drain, which affected ventricle sensing, ventricle pacing, and vpli measurements.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced exit block and during follow up there was no capture and the impedance was out of range. The device was replaced and leads kept with good measurements. Patient condition was good.